Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the high blood glucose level had broken drive support cap. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. Customer treated high blood glucose with manual injections. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Unable to perform basic occlusion, occlusion test, prime or compromised force sensor system alarm and excessive no delivery test due to cracked end cap. Device received with minor scratched display window, cracked case at display window corner, cracked lcd window, cracked reservoir tube lip, missing end cap sticker and stained address or serial number label.